Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct12018. The field service engineer (fse) evaluated the device and verified the reported condition. The fse verified the error code in the diagnostic log and replaced the motor controller (mc) printed circuit board assembly (pcba) assembly to address the failure. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated an error relevant to watchdog time out failure. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.

Event description:
The customer reported that the ventilator generated an error relevant to watchdog time out failure. The customer reported that the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 16jan2019, date rec¿d by MFR : 28dec2018 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.